Event description:
The user facility reported, that the device is skipping and is unable to take good quality grafts. It was reported that during a procedure, after the initial graft from the hand was taken and was deemed of a poor quality; another attempt to retrieve a clean graft was made; however, because the device kept skipping the second graft was also of a poor quality. The facility reported using a new blade during the procedure.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to: integra lifesciences corporation. 311 enterprise drive. Plainsboro, nj 08536. Attn: corporate complaint coordinator.